Event description:
A 26 year old male with acl (anterior cruciate ligament) tear, meniscus tear and chronic posterolaterial instability. Patient presents to the hospital for left knee arthroscopic anterior cruciate ligament reconstruction, semitendinous autograft, left knee arthroscopic partial lateral meniscectomy and open reconstruction in posterolateral corner of the left knee. During flexion of the leg with guide wire and reamer, the reamer bent. It was identified that there were reamer particles on back of guide wire. Immediate post-op fluroscopy identified no particles in the joint space. There were no other complications of the procedure. The patient was taken to recovery in stable condition.